Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0aen8, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient believed they were allergic to the implantable neurostimulator (ins). In (B)(6) 2013, the patient had an infection which was painful and they were in the hospital for 5 days. The patient had bacteria in their blood and they were given antibiotics, which ¿seemed to help.¿ the cause of the infection was not determined by the hospital. It was noted the patient had another infection at the time of the call. When the patient would get the infections, it was painful to urinate and it was indicated the patient never had an infection prior to having the ins. A ¿bump¿ and swelling above the ins (not on top) was noted. This happened ¿on and off¿ and it was unknown when it began. When the patient was not on antibiotics or had an infection, it was ¿fine.¿ the patient reportedly had spoken to their healthcare provider and was told to keep using the ins and ¿it would work.¿ the ins worked when they got it, but when they got the infection in (B)(6) 2013, the ins was not working until the infection was cleared. Additional information has been requested, a follow up report will be sent if additional information is received.